Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 192 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The customer also stated that they received lost sensor alarms. The sensor will be replaced and will be returned for analysis.